Event description:
It was reported that delivery shaft cracked. The target lesion, with approximately 90% stenosis, was located in the internal carotid artery. An 8.0 x 36 mm carotid wallstent was selected for use. During the procedure, the protection device of the delivery shaft cracked. The procedure was completed with another of same device. No patient complications were reported as a result of this event. The patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.